Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient developed itching, burning, redness, inflammation, scar and drainage under the sensor patch. The reaction was treated with over the counter topical medications. Various barrier products (tegaderm, skin prep, flonase) were used unsuccessfully. The event occurred (B)(6) 2021; however, the sensor insertion date and site were not provided. There was no documentation of medical intervention. No additional patient or event information is available.